Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. There were no issues with the device reported, the physician decided to downsize the cuff and repositioned the balloon. There were no additional patient complications.